Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer's blood glucose level was 600 mg/dl at the time of the incident. The customer did not mention how they treated. The customer did not mention any symptoms. It was unknown if auto mode was active during the event. The customer stated the insulin pump is not holding the reservoir. The customer stated the insulin pump had cosmetic damage. Customer stated the insulin pump does show signs of physical damage. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with all its features working properly. No anomalies noted during testing. Device p-cap / reservoir locked properly in place and the device passed the displacement test, rewind, rrime/seating, basic occlusion, force sensor, occlusion test and self test.(B)(4).